Manufacturer narrative:
The product was not received by the manufacturer. Exemption number: e2015015.

Event description:
The clinician reported that nearly 8 months after the dental implant and crown were placed in ada site 3 in the mouth, the implant lost integration. Clinician reports bone loss, pain and mobility. There were no reported post-operative complications.

Manufacturer narrative:
The product was not received by the manufacturer. Exemption number: e2015015. After the evaluation, the event was considered as osseointegration failure.

Event description:
The clinician reported that nearly 8 months after the dental implant and crown were placed in (B)(6) site 3 in the mouth, the implant lost integration. Clinician reports bone loss, pain and mobility. There were no reported post-operative complications. (B)(4).